Manufacturer narrative:
Other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted: (b))(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient receiving sufentanil (250mcg/ml at 136.69mcg/day) and bupivacaine (9mg/ml at 4.9208 mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient was to undergo magnetic resonance imaging to rule out that the catheter was still in the intrathecal space. No patient symptoms were reported. Additional information received on (B)(6) 2017 from an hcp via a manufacturer representative reported the catheter was found to be broken. It was partially removed and replaced. The explanted catheter was not going to be returned for analysis. There were no environmental/external/patient factors that might have led or contributed to the issue. There were no diagnostics or troubleshooting the representative was aware of. The issue was resolved at the time of the report. The pump contained sufentanil [250 mcg/ml] at a dose of 12 mcg/day and bupivacaine [9 mg/ml] at a dose of 0.9 mg/day. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.